Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited c-cover (distal end cover) was burnt. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to e1-remove reporter name, establishment name, and address. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the cause of the event was unable to be specified. The high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. However, a root cause could not be specified. The event can be (detected/prevented) by following the instructions for use (IFU): instructions for pcf-h290zi operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿, ¿inspection of the endoscope¿. Instructions for pcf-h290zi operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.